Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, lung disease, and copd. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed a heavy amount of dust-like contamination on the exterior of the front panel, top enclosure, blower box, air inlet, blower box lid, and pca (printed circuit assembly); as well as on the interior of the iso (international organization for standardization) port, o-ring seal, bottom enclosure, blower box, blower, and blower seal. Fiber-like contamination was observed on the interior of the top enclosure, rear panel, and bottom enclosure. A keratin-like substance was observed on the blower box, here is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that there was no evidence of sound abatement foam degradation and unable to directly address the symptoms or complaints. In box d: device avail. For eval? (Rfb) and date returned (rfb) was updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, lung disease, and copd. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.